Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the priming process. The blood glucose reading was 127 mg/dl. No significant events leading to the alarm were observed. The customer states that they are able to complete the rewind sequence. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.